Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as there was no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there was no indication that the lens was implanted, therefore not explanted. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had a ruptured capsule in the right eye. The customer is not sure if the intraocular lens (iol) had patient contact, and does not believe that the issue had anything to do with the iol. It is unknown if the procedure was completed. The problem was not related to use error. The patient is fine post-operative. The device is not available for return. No further information was provided.